Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while connecting the 3-way stop cock to the y connector, a crack was observed on the side port of the y connector, resulting in leak. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.